Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation consisted of testing the device several times per the ultrasound transducer electrical check. All test results were nominal; therefore, the reported event was refuted and a root case cannot be determined. The cable, crystal, shake/rattle, and final visual inspection were all tested and passed. No further investigation is required. This type of event will continue to be monitored. Device code 1535 - removed.

Manufacturer narrative:
The device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion of the device evaluation.

Event description:
Reportedly, post repair, the device did not detect fetal movement. There was no patient involvement. No additional information is available.